Event description:
It was reported that a gradual increase in pacing lead impedance was observed. When an asymptomatic patient presented for lead extraction and a device change out, externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.4-9.5cm and 11.7-15.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.5-9.2cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.